Event description:
The clinician reports the implant was inserted 2023-11-16 in ada 19. Details of surgery: bone overheating. On (B)(6)2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.